Manufacturer narrative:
The reported event of ms file - delay option file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
Received a copy of the customer's medsun report from the FDA which states, "alaris 8015 pumps have a default setting that prevents the pumps from alarming when a delay has been programmed. Had over 10 events where the infusion complete recall did not alarm, only showed on the screen. When clinical engineering investigated it was found that a "delay" was entered. Per the pumps company, when a delay is entered, the pump removes the recall function as a default setting. This is the intended design of the manufacturer. We went into the library and changed this feature to allow for a recall even when a delay is set. We have not had any events following the pump update." Per medsun report, event date is (B)(6) 2018.